Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned a single board computer (sbc) printed circuit board (pcb). The service engineer placed the pcb into a test ventilator and it would power cycle.

Event description:
During testing, a ventilator would power cycle. There was no patient involvement.